Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. The pump was still under warranty, and technical support decided to replace it. The customer planned to continue using the current pump and was instructed on how to put the faulty pump into storage mode. The customer was also advised to return the problematic pump using a pre-paid label within ten days, and they understood these instructions.